Event description:
It was reported that a patient experienced no stimulation. It was stated that the patient's device turned off. The patient was implanted in 2003. No further information was provided. Further information has been requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot # j0337644v, implanted: (B)(6) 2003, product type lead, product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).